Event description:
It was reported that there were concerns on drop in battery longevity for this pacemaker device. The health care professional (hcp) stated that the battery longevity went down to 2.5yrs in about one year and now remaining at 1.5yrs and this device was implanted in 2020. This device currently remains in service. No adverse patient effects were reported.